Event description:
In (B) (6) 1984, I rec'd a vitek proplast implant in my left tmj to replace my deteriorated disc. I adapted to the minor change in jaw position for the next 25 years. In (B) (6) 2009, I felt a sudden change in my left tmj and consulted my personal dentist. He then referred me to our local medical center for eval and treatment of the change in my left jaw. On (B) (6) 2009, I underwent surgery at the same medical facility that had placed the vitek proplast implant in 1984. There was no mention to me at the time of surgery that this product had, indeed, been pulled from the market following FDA guidelines issued to oral and maxillofacial surgeons, as well as the general provider population in 1990-1991. I was told post-operatively in (B) (6) that pieces of teflon were removed from the joint space, including some pieces also embedded in the bone of the joint. Cartilage was harvested from my left outer ear and was placed in my left tmj to act as a new disc in the joint. I was told after surgery that the bone in the fossa was "egg-shell think with cracks in it" and that the procedure done would prevent further damage. I encountered severe post-operative pain, infection, and some nerve damage. Finally, in (B) (6) 2009, I googled "vitek proplast implant" to learn more about this product that I didn't even have a name for prior to the surgery. I was in shock and disbelief when I read all of the info including the FDA alerts that had gone out in 1990-1991 and 1995. I was never contacted by my medical ctr for eval and proper management of this recalled product. I have been in this location for 25 years and actually was working at this hospital and clinic during the initial 1984 surgery with implant placement until 1990. My clinic records show dozens of entries by dental and oral and maxillofacial surgery during my entire health care lifetime, but no where does it mention any discussion regarding the vitek proplast implant. In (B) (6) 2009, I referred myself to (B) (6) clinic and underwent left tmj surgery on (B) (6) 2010 by dr (B) (6) - oral and maxillofacial surgeon. He and his team found a very serious "mess" in the tmj, therefore, the space was cleaned of debris, including teflon yet embedded in bone, granuloma in the area caused by the teflon chemicals, restructuring of bone in the joint, removal of the ear cartilage that was placed in (B) (6) 2009, then deposited adipose tissue from my abdomen into the joint space and placement of a chromium cobalt fossa implant to cover the oblong quarter size opening which had left my brain exposed. The surgeons stated that the dura mater in that opening appeared to have been there for some time as evidenced by the thickness of the dura. I am outraged at the absence of proper follow-up by my health care institution as far back as 20 years ago. Now, (B) (6) I am facing the challenges of this serious health problem. I knew after the sept surgery that something was seriously wrong. Unfortunately, I had to unravel the history of this vitek product on my own. I have joined the tmj association in hopes of finding a mechanism to alert those of us that received that product in the 1980's and were not followed-up with and were consumed raising families, working, etc and missed the media stories in 1990-1991. Since I did not know the specific implant name, I would not have been aware of the serious health issues related to this product. I am in the process of gathering data from my medical record at our local medical center to present my case/concerns to their risk management department. I have other plans to promote awareness in our local area about this dangerous health product. I'm certain that there are others still living in this area who rec'd the vitek proplast implant in the 1980's who may be experiencing tmj/health issues and are unaware of the history of this product. I was informed by my (B) (6) clinic oral and maxillofacial surgeon that mayo clinic placed 20 of these implants in pts in the 1980's and followed the FDA guidelines and brought all 20 of these pts back and removed all 20 of these discs. Unfortunately, those of us who sought treatment locally were not notified. I would like to know from the FDA how many pts treated with this implant at (B) (6) were identified and evaluated and most importantly treated following the 1990-1991 FDA alert on this matter. I am an rn, bsn employed at a (B) (6) hosp in end-of-life care for the past 20 years. Prior to that, I was employed as a dental assistant in the area. I am searching for answers for myself and the others who may still be living in this area - I was asymptomatic for 25 years, but the damage was continuing despite my unawareness. Please advise.